Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with their blood glucose. The customer has been experiencing high blood glucose, treated with steroid shot. The customer's blood glucose ranged between 223mg/dl-400mg/dl. The customer was advised a set of tubing clamps will be mailed out. She will call back when she receives it.